Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator was smoking and was replaced. A boston scientific company representative advised that a return label will be sent for the communicator. The communicator is out of service. No adverse patient effects were reported.